Event description:
(B)(4). I have gotten these side affects for the last couple of years. Im in constant pain, pelvic pain, no period rash on feet and hands swelling feet and hands ,migraines, dizziness, bloated abdomen, restless legs, depression, anxiety, hot flashes, cold flashes.